Event description:
It was reported that the user experienced loss of cgm data display on the ilet, described as three lines on the screen, after temporarily disconnecting during a shower while using a dexcom g7; readings resumed during the call and blood glucose was not affected. Symptoms included no clinical effects. Outcomes included no impact on activities of daily living and no medical intervention.

Manufacturer narrative:
Investigation included customer interview and user education on signal loss and reconnection. Investigation of this case revealed transient communication loss between the cgm and the ilet with recovery after reconnection. It was concluded that the device functioned as designed following temporary disconnection, with no injury.